Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) false low cartridge glucose (glu) result and two (2) false low amylase (amy7) results for multiple patient samples. This event occurred on two (2) consecutive days ((B)(6) 2013). This report documents the two (2) false low amy7 results that were obtained on (B)(6) 2013. The false results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate instrument within the laboratory and those results were reported. The customer indicated that the repeated results recovered within normal range. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Quality control (qc) was within laboratory established ranges on both days ((B)(6) 2013) that this event occurred. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse noted chemistry cartridge (cc) sample probe contamination and level sense errors, although the level sense errors did not start until the day after the events ((B)(6) 2013). The fse replaced the cc sample probe and the level sense bead, which resolved the issue. MDR 2050012-2013-00280 is associated with this event and documents the results obtained on (B)(6) 2013.